Manufacturer narrative:
Product ID 97791, lot# n475355, implanted: 2014 (B)(6); product type accessory product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The manufacturer representative reported a power on reset (por) code and the therapy had stopped. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: spinal pain